Event description:
The hospital perfusionist reported an issue encountered with the mps console during use. He stated that during end of case that he heard a loud grinding noise coming from the console. The report stated that the console was in warm mode and a heater/cooler was in use. The perfusionist stated he smelled something coming from the console but continued to use the console to complete the procedure. There were no patient complications reported as a result of the alleged issue. The console was returned to the manufacturer for evaluation.

Manufacturer narrative:
Device evaluation found that the circulation motor was seized. The motor was replaced and the unit was processed with no complications. Further evaluation of the circulation motor that was removed found that the rear pump housing was seized onto the drive magnet. This is a result of insufficient water flow through the pump head which is also the root cause of the complaint. When there is insufficient water flow, the pump head heats up and the plastic expands until it rubs against the drive magnet causing the plastic housing to seize to the drive magnet.